Manufacturer narrative:
A (B)(6) field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse has tested the iabp and observed that the fiber optic connector light is always on. He also observed during the diagnostic test that the screen displayed square wave pulses instead of saw tooth waveform. This issue is isolated to the defective fiber optic circuit. To fix the issue, the fse has replaced the fiber optic circuit and performed the diagnostic test. The iabp unit passed all functional and safety tests per factory specifications, and was returned to customer and cleared for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted.

Event description:
The customer reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) had no fiber optic signal. There was no patient harm nor adverse event reported.